Event description:
It was reported during distribution that the cardiosave intra-aortic balloon pump (iabp) experienced a pim test leak. No harm was reported onsite.

Manufacturer narrative:
Due to character limit in block e1 event site full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected field: b5. The getinge field service engineer (fse) tested the machine in all manifold test mode and found that it could not test pim because the pim leak test was found to be fail- retested 2 times, the test results did not pass. Requested spare part: pneumatic module assembly (d997-00-1178) to replace it for the customer. The process is in implementation. No further information is available complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated.

Event description:
It was reported during distribution that the cardiosave intra-aortic balloon pump (iabp) experienced a pim test leak. No patient was involved.

Event description:
It was reported that before installation on site during distribution, the cardiosave intra aortic balloon pump (iabp) had pneumatic module leak test fails. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, b5, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (investigation findings, investigation conclusions), h11. On 27/6/25: checked the equipment again using the same pim. Tested the pim test 2 times and found that the machine displayed pass. And the machine can fill gas he and use it normally. Tested the run test and the machine can be used normally.